Manufacturer narrative:
Unit received with missing segment due to moisture damage lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm due to missing segment. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had a battery life of three days. Customer reported receiving recurring low battery alerts and weak battery alerts. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced; customer agreed to return the device for analysis.